Manufacturer narrative:
(B)(4).

Event description:
Functional tests were not performed due to the receiver screen flashing white on and off.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was not performed due to the receiver screen flashing white on and off. Video of this event was taken. A receiver boot tests was performed and failed due to the receiver screen flashing white on and off. Functional tests were performed due to the receiver screen flashing white on and off. The receiver log was not downloaded for review due to the receiver screen flashing white on and off. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.